Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient did not require hospitalization. The patient was treated with unspecified antibiotics (dosage, route, and frequency not reported) and eventually recovered from the peritonitis. Action taken with dianeal therapy was not reported. Additional information was requested but was not available at this time.